Manufacturer narrative:
Initial and final (B)(4) - device 1 of 6.

Event description:
Refence number (B)(4). Event took place in the united states. On (B)(6) 2025, the patient reported the incidents involving six infusion sets with kinked cannulas. The insertion site was in the abdomen. The patient noticed symptoms after 3 or more hours of inserting the infusion sets. The infusion set was in use for 1 day. Patient replaced infusion set and resumed insulin delivery successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.